Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Surgeon removed a lfit metal head and liner and replaced with a new liner and a ceramic head and sleeve. Update 04/05/2018: patient complained of pain. Note that he had elevated ions chromium 3.4 cobalt 4.